Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet cartridge leaked into the pump, after which the user experienced a hyperglycemic event with a reported blood glucose of approximately 500 mg/dl. Symptoms included thirst and headache associated with hyperglycemia reported. Outcomes included high glucose and the need for user troubleshooting and education. Investigation included complaint intake and preliminary assessment that could not determine the leak source. Investigation of this case revealed a suspected cartridge or cartridge-to-pump interface leak, though the specific cause was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.